Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the area was not clean before starting pd therapy (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis intraperitoneally (ip) with vancomycin (inj) injection (125mg, once daily), reflin inj (125mg, frequency not reported) ip and fortum inj (125mg, 2nd bag, frequency not reported) ip. At the time of this report, the peritonitis was resolving and the patient was recovering. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.